Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the lead. Device reprogramming was attempted, however, the issue did not resolve. The patient underwent a lead revision procedure where the lead was explanted and replaced. The patient has fully recovered. The lead will not be returned to boston scientific by the medical facility.